Event description:
In an article titled, "postoperative infection after duraplasty with expanded polytetrafluoroethylene sheet" it indicates a (B)(6) man underwent a right frontotemporal craniotomy eptfe was used to close the dura. Seven months later, the pt developed an infection. The infected bone and eptfe was removed. A rectus abdominus flap was placed extradurally and the pt did well.

Manufacturer narrative:
Literature citation: nakagawa, s, et al. Postoperative infection after duraplasty with expanded polytetrafluoroethylene sheet, neurol med chir (tokyo), 2003 march; 43:120-124. A review of the mfg records for the device could not be conducted because the lot number remains unk. The device was not returned to gore, so no engineering investigation could be performed.